Manufacturer narrative:
There was no remedial action initiated (no notification). The customer reported the system halted rotational motion prematurely and then would not move at all. The operator activated a collision sensor on the detector face in an attempt to get the system to respond. The operator then cleared the collision via the touchscreen and the system began to rotate uncommanded. The customer confirmed there was no system contact with a patient. The philips field service engineer (fse) went on site to evaluate and confirm the reported issue. The fse downloaded all log files and submitted them to engineering. The fse confirmed that this issue occurred during patient scan setup. When the operator was unable to recover, they removed the patent from the imaging couch, performed a system reboot, and system auto calibrations. After the reboot, the operator was able to scan the patient successfully. Engineering reviewed the system logs and found that the issue was 100% reproducible as a result of moisture on the finger used to operate the touchscreen. The fse went back to the customer and explained that a potential cause of the issue was moisture on their figures and explained to them how they could prevent the issue from happening again. The probable cause was found to be moisture on the operator¿s fingers that control the touchscreen. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
This complaint has been evaluated based on the information provided; there is no allegation of death or serious injury. The operator activated a collision by touching the collimator head. When the operator cleared the collision on the touchscreen the camera rotated uncommanded.

Manufacturer narrative:
A field safety notice (fsn (B)(4)) has been released to customers indicating further actions will be taken.

Event description:
This complaint has been evaluated based on the information provided; there is no allegation of death or serious injury. The operator activated a collision by touching the collimator head. When the operator cleared the collision on the touchscreen the camera rotated uncommanded. Based on additional information from field safety notice (fsn) 88200521/ hhe ami 1123-2019 it has been determined this record is a reportable event. A field safety notice (fsn) has been released to customers indicating that an issue has been found with the hand controller for the brightview family of cameras. The issue results in either spontaneous uncommanded (not initiated by the operator) motions or continued motion after the buttons were released.